Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d10, g4, g7, h2, h3, h6, h10. The event was confirmed with product received. The threaded feature of the cup pusher is fractured and remains in the head. The material hardness of the cup pusher is conforming to print specifications. The device show wear & tear that indicates repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. It is unknown for how many times the device is being used. Based on the information available, the root cause was determined to be normal wear during use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04946.

Event description:
It was reported that the thread broke off the impactor handle and is embedded in the head impactor. Attempts have been made and additional information on the reported event is unavailable at this time.